Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged on the balloon. The extremely calcified lesion in the non-tortuous distal right coronary artery (rca) was predilated with a 1.5mm sprinter balloon and again with a 2.5mm sprinter balloon. The physician made multiple attempts to cross the lesion. While the physician was tracking through the vessel with the taxus express2 2.5x12mm drug eluting stent, he felt the stent slip backwards on the balloon. At that point the physician decided to remove the catheter. The stent was still on the balloon. A 2.5x12mm maverick balloon and a 2.75mm quantum maverick balloon was used to predilate the lesion again. He attempted to place another taxus express2 2.5x12mm drug eluting stent, but it would not cross the lesion. He then tried a 2.5x13mm vision and still encountered difficulty crossing the lesion. At this point, the physician decided to end the procedure and bring the pt back at a later date to use a rotablator. No pt complications were reported.